Event description:
The complainant stated that the bed moved on it's own.

Manufacturer narrative:
The tech found that the control on the right siderail caregiver control was dented in, allowing the function to run unintentionally. He replaced the caregiver control to repair the bed.